Manufacturer narrative:
Initial report sent: 10/31/2007.

Event description:
Procedure type: lavh(laparoscopic assisted vaginal hysterectomy). According to the reporter: while the surgeon was putting the versastep trocar inside the sleeve, the end of the cannula's tip broke off. No pieces of the device fell into the surgical cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No further patient details could be obtained.